Event description:
Report rec'd of a non-delivery of vancomycin. The pt was receiving vancomycin 750mg in 500ml of an unspecified IV solution over 2 hours. It was reported that when the infusion was started, drops were noted in the drip chamber. Two hours later when the infusion was supposed to be complete, the bag was still full and no fluid had delivered to the pt. The pump was incrementing as though fluid were being delivered. There was no reported pump alarm. The infusion was completed on a different pump. There was no reported adverse effect to the pt. No medical interventions were required.